Event description:
The physician was placing a proport venous access system port. The tear-away sheath did not snap and tear apart properly. Instead, the piece tore off completely. A second package was opened and used to complete the procedure. The manufacturer provided an rga number for return and evaluation of the device.